Event description:
Event verbatim [lower level term] case description: this case was reported by a other health professional via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and look alike pill appearance. The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion and look alike pill appearance were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Initial and follow-up information was processed together. Initial addition information: adverse event information received by a other health professional via call center representative (phone call) on (B)(6) 2021 other health professional stated that "I'm ringing on behalf of a customer. He accidentally digested some of the polident tablets. He thought they were the panadol rapid since they looked similar. You can call me back to gather his details later in the day or tomorrow". Follow-up additional information: adverse event information received by a other health professional via call center representative (outbound call) on (B)(6) 2021 other health professional stated that "I am a pharmacy assistant. The gentle man is not here but I can answer based on what I heard. I don't know the initial of patient's names. He would have been in his late 60s. He did not even come back when he said he was going to anyway. He said it was polident 3 minute denture cleanser table. I don't have the product that he used with me. He's been using in the past but some reason he took a tablet. He did spat a lot of it. I think he was not terribly concerned and he did not come back to find additional information. The pharmacist did a rang hi today and he said he's okay. I am providing consent for follow-up via call back". Follow-up information received by an other health professional via call center representative on (B)(6) 2021 : the patient involved was 7 decades elder (in his 60s) and patient was caucasian. Additional details: reporter stated that the patient has not been back to the pharmacy since. Per the reporter, it was the pharmacy manager who had spoken directly with the patient in (B)(6) 2021. The manager believed that the patient digested the tablet the day he came to the pharmacy but could not be certain. Patient was a caucasian. The indication panadol rapid was to be used for is unknown. Reporter believe that the patient should be fine with no major issues as he has not returned.

Manufacturer narrative:
Argus case - (B)(4).

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Accidentally digested some of the polident tablets [accidental device ingestion] case description: this case was reported by a other health professional via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and look alike pill appearance. The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion and look alike pill appearance were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Initial and follow-up information was processed together. Initial addition information: adverse event information received by a other health professional via call center representative (phone call) on (B)(6) 2021, other health professional stated that "I'm ringing on behalf of a customer. He accidentally digested some of the polident tablets. He thought they were the panadol rapid since they looked similar. You can call me back to gather his details later in the day or tomorrow". Follow-up additional information: adverse event information received by a other health professional via call center representative (outbound call) on (B)(6) 2021, other health professional stated that "I am a pharmacy assistant. The gentle man is not here but I can answer based on what I heard. I don't know the initial of patient's names. He would have been in his late 60s. He did not even come back when he said he was going to anyway. He said it was polident 3 minute denture cleanser table. I don't have the product that he used with me. He's been using in the past but some reason he took a tablet. He did spat a lot of it. I think he was not terribly concerned and he did not come back to find additional information. The pharmacist did a rang hi today and he said he's okay. I am providing consent for follow-up via call back".